Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified medications via gravity. At unspecified times, the male adapters of unspecified secondary tubing sets were connected to the proximal clave y-sites of the primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were lowered below the secondary solution containers. It was reported that after the deliveries were started, no flow of solutions were noted. It was reported that the secondary tubing sets were disconnected from the proximal clave y-sites and reconnected to an unspecified clave y-site of the primary tubing sets. The therapies were resumed. There were no reported adverse patient effect and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.